Event description:
During the implant of a 29 mm mitral valve, it was noticed that the valve is damaged. Followup revealed that one string of the holder was not tightened. This was only noticed when the valve was already implanted, therefore it had to be removed and replaced with another valve. This was noticed before going off bypass. The customer admits that they have not inspected the valve sufficiently before implant if all is ok. As per cer: "plug-in-device" passed the strings. Before insertion. Per the translated operative report: ...after op nurse prepared the valve, it was implanted as usual. After tightening all sutures, inspection of the valve. It was seen that a valve stent was caught by a loop of the suture (which impeded the leaflet to close properly). Decision to explant the valve again. All sutures were retrieved. When inspecting the explanted valve it could be seen that the central bolt did not tighten the strings correctly, instead the bolt slipped passed the strings. Therefore it did not impede suture looping. The valve was put in formalin and will be sent to the manufacturer. As no second 29 mm valve is available, a 27 mm valve is used. This time the holder worked as intended. Implant without problems. Also implant of a 21 mm edwards perimount magna ease in aortic position without problems. Patient was transferred stable to ICU.

Manufacturer narrative:
Evaluation summary: customer complaint of sutures caught on holder was confirmed. As received, holder appeared partially deployed. Holder sutures appeared to be caught on central post, on the post side that is towards commissure 2. Suture track was observed on free margins of leaflet 1 and 2 at commissure 2. No visible inconsistencies observed on leaflet 3 or wireform. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance based on inspection criteria at time of manufacture. On (B)(4) 2013, the engineering evaluation was completed and included the following statements: the holder attachment appears to have been incorrectly assembled as the entry and exit points of the sutures are not symmetrical, and the center point where the sutures intersect does not align with the post. Conclusion: the initial reported event was received as an explant of the valve at implant due to a suture loop that was detected prior to the patient coming off bypass. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. In this case and after further investigation, it was determined that the sutures on the holder were not properly placed and may have contributed to the suture loop. However, research and development were unable to replicate this issue. Retraining of the assembly operators has been completed. A pra was initiated to address further corrective action and a CAPA has been opened relating to this event. An additional search of our complaints system has found no other devices from this manufacturing lot reported for a similar event.